Manufacturer narrative:
On june 4, 2021, the mentor failure analysis lab received the device for evaluation. On june 9, 2021, mentor received additional information indicating that the correct date of event was (B)(6) 2021, the patient also experienced right breast capsular contracture (baker grade IV), and underwent bilateral capsulectomies, bilateral removal and replacement with the following devices: (right) 290cc mentor smooth round high profile saline catalog: 3503290 lot: 9543989 sn: (B)(6) and (left) 270cc mentor smooth round high profile saline catalog: 3503270 lot: 9558224 sn: (B)(6). On june 14, 2021, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample determined that the sal smooth rnd diap 350cc breast implant was found to have a tear on the anterior view, measuring approximately 3.6 cm. A microscopic examination was performed, and the cause of the deflation could not be identified. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Reason for device explant and/or reoperation: capsular contracture manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female underwent breast augmentation revision with 350cc saline mentor smooth round moderate profile breast implants and experienced painful deflation on the right side postoperatively. The deflation was confirmed with a physical examination. As a result, the patient underwent device removal on (B)(6) 2021.